Manufacturer narrative:
Additional info has been requested and if rec'd, will be supplied on a supplemental report.

Event description:
It was reported that, "started a 93mm locking screw by hand and then powered in and it didn't seat all the way down. When backing out the screw, it strip and the metal shavings went everywhere. We tried putting another one in by hand, and it did seal all the way down but the screw head snapped off.